Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose reading of 496 mg/dl. She had received no delivery alarms from her insulin pump. Standard troubleshooting was performed. It was revealed that her unomedical insulin infusion set's cannula was bent. The customer also had profuse bleeding at the insertion site. She was advised to change her infusion set. Nothing was returned. Nothing further was reported.